Manufacturer narrative:
The reported incident of low flow alarm was confirmed with the data retrieved from the returned system controller serial (B)(4). The log file captured motor stopped/low flow hazard alarm events. The pump speed value did not achieve the set speed value of 9,400 rpm with elevated pump power values (up to 15 watts). The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis. The analysis could not determine a root cause or reproduce the motor stopped event captured in the log files. A review of the device history records revealed that the device met applicable specifications. No further information provided. The manufacturer is closing the file on this event. Additional information: expiration date - apr 30, 2020, device manufacture date - apr 25, 2017.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018 that the patient experienced excruciating abdominal pain, and that pump stoppages and low flow events occurred. The patient received care in the emergency department. The system controller was replaced with no resolution. The patient was placed under hospice care and device support was withdrawn. The patient expired on (B)(6) 2018.